Manufacturer narrative:
Results as final device analysis shows product damage; the proximal section of catheter has a hole that corresponds in location to the end of the pump connector metal pin. As received, the device was returned in two pieces. The distal section measured 53.7-cm to the tip; the proximal section measured 37.7 cm and was partially occluded by dried drug or blood. Analysis revealed the pump contained baclofen.

Event description:
The product was returned for analysis. The drug used in the pump was baclofen. Add'l information received from the physician shows the pump was removed secondary to wound dehiscence. There had been an open lesion at the pump implant site, which had exposed the pump and it was explanted. No device troubleshooting had been required. The patient has recovered without sequela.